Manufacturer narrative:
Quest launched an investigation into this complaint. During the investigation, production records were reviewed for all lots of devices that were provided to (B)(6). Review of these records revealed no apparent production deficiencies related to weak bond strength or breakage. In addition to production record review, quest also performed failure analysis on complaint sample product codes that were retained in quest inventory. Testing of all of these devices were unable to replicate the reported complaint condition. Quest will continue to monitor trends for this complaint condition.

Event description:
It was reported to quest medical by (B)(6) of an alleged issue with precision delivery set, stating that the tubing was allegedly pulling apart at the bonding.